Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 268 mg/dl and had broken piece off on the top of the reservoir ring. The customer had not reported the symptoms and treatment. Customer's blood glucose level went into the 268 mg/dl. The customer was assisted with troubleshooting. Customer reports they have loaded a reservoir and did fill tubing and the pump never scrolled showing units but insulin did squirt our of the set. Customer reports missing segment on the top of the reservoir. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.